Manufacturer narrative:
The device involved with this complaint, (matl# 256114), is exempt from us regulatory reporting requirements. The device is for visual read only and is not sold within the u.s. The initial MDR submitted for this device, (MFR report# 3006948883-2021-01006), may therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the bd sars-cov-2 visual read 5 test gave a false positive test result. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: I am selling your bd kit for rapid detection sars cov-2 in my pharmacy, I have received a complaint from a customer about lot 1120837 of your kit. Before going for a pcr test the customer did self-tests at home. His son was pcr negative and your tests gave a positive result and his wife who was pcr positive 3 of your tests gave a negative result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sars-cov-2 visual read 5 test gave a false positive test result. Confirmatory pcr testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: I am selling your bd kit for rapid detection sars cov-2 in my pharmacy, I have received a complaint from a customer about lot 1120837 of your kit. Before going for a pcr test the customer did self-tests at home. His son was pcr negative and your tests gave a positive result and his wife who was pcr positive, 3 of your tests gave a negative result.